Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. However, the grommet was damaged.

Event description:
It was reported that right atrial (ra) lead dislodged two days post implant. During the ra lead replacement "a nick" was noticed on the grommet. It was noted that the implantable pulse generator (ipg) "behaved normally". The ra lead was explanted and replaced and the ipg was explanted and replaced per physician judgement. No patient complications have been reported as a result of this event.